Event description:
It was reported that on (B)(6), 2022, patient underwent an anterior cervical fusion, c3-5 for unknown reason. While placing a cc zero p natural allograft spacer onto the zero p natural plate on the scrub table, the cc allograft spacer broke. Bone broke prior to being placed into the patient. A new implant was opened and implanted. Fragments were generated and fragments never entered the patient body. The procedure was completed successfully without surgical delay. This report involves one (1) cc natural allograft spacer lordotic/freeze dried/9mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6 investigation summary: following investigation was performed by mtf biologics. The product was returned to depuy synthes for evaluation along with the images provided under pc attachments. The depuy synthes team forwarded the photos to mtf biologics where a visual inspection of the photos were conducted. The investigation for this complaint consisted of an analysis of the applicable manufacturing batch records, a review of the facility provided image, and an inspection of units remaining in inventory. The processing records were previously reviewed by our quality assurance department as part of mtf¿s standard procedure for releasing allograft tissue for distribution. Our second review confirmed no evidence of errors, omissions, discrepancies or cgtp violations. According to the image review, the image provided shows a cc natural graft that has broken at the cortical / cancellous assembly. It cannot be determined from the image what caused the graft to break. A visual inspection of the units remaining in inventory was performed. All units met mtf¿s finished goods criteria and did not show any signs of cracks within the grafts. To date, there have been no other complaints received for donor 0572005601. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed was not performed as the drawings are source controlled by mtf biologics. Dimensional inspection: n/a h4 device history: the processing records were previously reviewed by our quality assurance department as part of mtf¿s standard procedure for releasing allograft tissue for distribution. Our second review confirmed no evidence of errors, omissions, discrepancies or cgtp violations. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.